Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The anesthesia workstation (hereafter named system) was investigated on-site by our field service engineer. The reported issue was not reproduced. The apl (adjustable pressure limit) control assembly was replaced preventively. The apl control assembly was not returned for investigation. Our field service engineer received information from the user facility that the switch had not moved but the system alarmed for a technical error in the apl control assembly. As a consequence of the technical error, the user switch to manual ventilation. The apl control assembly is used in manual ventilation to regulate the pressure limit. It is not active in automatic ventilation. The apl value is per design automatically set to 20 cmh2o in adult mode and 15 cmh2o in infant mode if a technical error indicating an apl control assembly failure is generated. When the alarm for the apl control assembly failure is generated, the operator is informed via a dialog on the screen about the possibility to use automatic ventilation or switch to emergency ventilation. Evaluation of the test log shows that system checkout performed prior to the case was successful. The event log shows that while the case was in automatic ventilation mode, a technical error indicating an apl knob failure was generated and the apl value was set to 20 cmh2o. Two short switches to manual ventilation was performed and thereafter, the case continued during 15 minutes before the case was ended. No clinical alarms were generated. Our conclusion, based on received information is that there was no automatic switch to manual ventilation as first reported. A fault with the apl control assembly, the technical error, occurred during the case which the system detected and alarmed for. The root cause of the failure with the apl control assembly has not been determined.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that during patient treatment, the anesthesia workstation switched from automatic ventilation to manual ventilation without user interaction. There was no patient harm. Manufacturer's reference #: (B)(4).